Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the right eye (od), the patient presented the same day with moderate injection (diffuse), 2+ edema, severe diffuse superficial punctate keratitis (spk), 1+ flare, 1+cell. Based on the findings, the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of the event is the iol. Patient outcome is good. Medications administered during original surgery: kenalog & moxifloxacin. The following medications were prescribed for use at home post-operatively: tylenol, prn. Prolensa 0.07%, 1 gtt qd 4 weeks. Difluprednate 0.05%, 1 gtt every hour.